Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.